Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident and was 251 mg/dl at the time of the call. The customer treated high blood glucose level with the insulin pump. The customer did not mention for any symptoms related to high blood glucose level. The customer stated that insulin pump was on auto mode. The customer was unable to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.